Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. Cat. No.: 6276-7-016, mod con dist stem 16 x 155 mm, code: caxl202d. Cat. No.: 6276-1-223, 23mm mod rev hip bdy/blt +20mmcomponent level 9006-1-223, lot code: 32986301. An event regarding pain and disassociation involving a metal head was reported. The event was not confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: the available medical records were provided to the consulting clinician for review. The medical review and an addendum indicated: "on (B)(6) 2006 he underwent a primary left total hip arthroplasty for a diagnosis of degenerative joint disease of the left hip. On (B)(6) 2010 a brief operative report for a revision left total hip arthroplasty (femoral component only) for a diagnosis of ¿failed left tha¿ describes spinal anesthesia and a posterior approach. It notes, ¿prolonged history of thigh pain ¿ femoral stem was loose. X-ray printouts available for review include a series dated (B)(6) 2006, which is an ap of the left hip, portable, demonstrating an uncemented left total hip arthroplasty with no screws in the acetabulum. The hip is reduced and the components are in nominal position. A (B)(6) 2008 ap of the pelvis and ap and lateral of the left hip is unchanged. A (B)(6) 2010 ap of the pelvis, two aps of the left knee and a lateral of the left knee demonstrate the same acetabular component with a restoration modular long-stem femoral component. The hip is reduced and the components are in nominal position. X-rays dated (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, (B)(6) 2015 and (B)(6) 2017 are multiple views of the left hip, which are essentially unchanged from the previous description with no pathology noted. A letter from stryker orthopaedics dated (B)(6) 2017 indicates none of the stryker implants used in the (B)(6) 2006 primary left total hip arthroplasty in this patient were subject to a recall. There is no examination of the explanted components. Based upon the information available for review, no determination can be made for the indication for the hip revision surgery or the alleged problems related to the post-operative knee arthroplasties." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause could be determined. The provided medical information was submitted to a consulting clinician who stated that no determination can be made for the indication for the hip revision surgery or the alleged problems related to the post-operative knee arthroplasties. However, the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient reported he had left hip surgery and inquiring about the recall. (Had bilateral knee surgery also, separate per). Experiencing pain, neuropathy, clicking loosening, difficulty bending, walking and rising from a chair and bed. Xray's show instability of hip and both knees. Blood work completed. Further tests will be administered. Patient was first implanted in (B)(6) 2006, he is not aware if they are stryker implants. Update: patient stated he popped out on monday, (B)(6); he is going to see his surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported he had left hip surgery and inquiring about the recall. (Had bilateral knee surgery also, separate per). Experiencing pain, neuropathy, clicking loosening, difficulty bending, walking and rising from a chair and bed. Xray's show instability of hip and both knees. Blood work completed. Further tests will be administered. Patient was first implanted in (B)(6) of 2006, he is not aware if they are stryker implants.